Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an appropriate depth. However, due to the severe amount of calcium in the annulus, the valve was unable to make a good seal, resulting in severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, but did not improve the pvl. A second transcatheter bioprosthetic valve was successfully implanted, valve in valve, and improved the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. In this case, the pvl most likely was due to the severe amount of calcium in the native annulus which prohibited the valve from making a good seal resulting in severe paravalvular leak (pvl). The issue was successfully resolved through the implant of a second valve, which reduced the pvl to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.